Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 11, 2026, senseonics was made aware of an incident where the sensor broke during removal process on (B)(6) 2026. The top of the sensor separated into two pieces when the hcp removed it. However, there was no patient harm associated with the incident. The patient is doing well.